Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first device¿s jaw did not open at some point of the procedure and then the second device¿s knife blade was partially dislodged. When the 2nd issue was noticed the device was replaced. There was no patient injury.